Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room experiencing new onset of diaphragmatic stim. Technical services (ts) was consulted and found the device to be unipolar pacing as a result of being in safety mode. Additionally, it was suspected that this battery of this crt-p was depleting prematurely. Subsequently, the patient was admitted to the hospital and underwent a generator change out procedure. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room experiencing new onset of diaphragmatic stim. Technical services (ts) was consulted and found the device to be unipolar pacing as a result of being in safety mode. Additionally, it was suspected that this battery of this crt-p was depleting prematurely. Subsequently, the patient was admitted to the hospital and underwent a generator change out procedure. The device was successfully explanted and replaced. No additional adverse patient effects were reported.